Event description:
It was reported that prior to a percutaneous coronary intervention, stent fracture occurred. The target lesion was located in the left circumflex (lcx) artery. As the 3.0x16mm promus element was opened and it was noted that a stent strut was broken prior to patient contact. The procedure was completed with another 3.0x16mm promus element stent. There were no patient complications reported and the patient status is good.this product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that prior to a percutaneous coronary intervention, stent fracture occurred. The target lesion was located in the left circumflex (lcx) artery. As the 3.0x16mm promus element was opened and it was noted that a stent strut was broken prior to patient contact. The procedure was completed with another 3.0x16mm promus element stent. There were no patient complications reported and the patient status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found no evidence of a stent fracture. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified blood was present on the balloon and along the tip of the device, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).